Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was coming from tubing during fill tubing process. The customer¿s blood glucose level was 105 mg/dl. Customer stated that they trying to put a new reservoir in insulin pump and when they filing it that time it was pushing insulin out. The insulin pump will be returned for analysis.